Event description:
The patient stated that at approximately 1am in 2007, he was incoherent and his wife called the paramedics. At 1:30am the paramedics measured his blood glucose at 26 mg/dl. The patient stated that his normal blood glucose range is 80-120 mg/dl. The paramedics administered glucose gel to elevate the patient's blood glucose. The patient stated that at 8am his blood glucose measured 300 mg/dl and he bolused to lower his blood glucose. He did not experience any symptoms of elevated blood glucose. The patient stated that he experienced a "mini stroke" 2 weeks ago. The patient was advised to consult with his physician. Upon follow up the patient stated that he is doing "fine" and he believes his infusion device is functioning properly. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.